Manufacturer narrative:
A ge service representative performed an onsite investigation. The bearings were cleaned and lubricated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the steering movement was difficult to use, which may require additional effort in moving the system. There is no report of injury or death associated with the event described in this complaint.